Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The single-port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have a cable crimp dislodged from the distal joggle joint. The cable with the dislodged crimp appeared frayed and detached. The dislodged crimp likely caused the broken joggle constraint cable. During articulation of the input disks, the yaw had some friction. Visual inspection was performed and found no damage to the housing. Additional findings related to the customer reported complaint: the instrument was found to have imprecise movement. An mcs tip was installed prior to in-house testing. The sp mcs instrument was installed on an in-house system and driven. The instrument passed the recognition and engagement tests. Although the instrument moved intuitively with full range of motion in almost all directions, while manipulating the mtm (master tool manipulator) the instrument failed yaw. The instrument struggled to straighten when putting the tip in yaw position. Instrument exhibited imprecise motion likely caused by the missing crimp.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, while excising the myoma protruding from the front of the uterus and dissecting the tissue, it appeared on the surgical screen that the jaw of the monopolar curved scissors (mcs) instrument was not closing completely. The surgeon attempted to open and close the jaw several times and, suspecting it was not functioning properly, requested an instrument check. Upon removing the sheath and inspecting the wire, it was discovered that the wire near the tip was broken. While checking the instrument's operation by opening and closing the release dial, it was confirmed that the wire was breaking little by little when the jaw was opened and closed. The procedure was completed with no reported injury.